Event description:
It was reported that while implanting a xience v 3 x 23 mm in a tight, moderately calcified, mid right coronary artery lesion, a dissection was observed in the distal part of the deployed stent. Another stent was placed to cover the dissection. No further patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.